Event description:
It was reported that the ardis implant broke during an attempt to implant. No further information is available at the time of this report.

Manufacturer narrative:
Product is expected to be returned but has not yet been received.